Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
Review of radiographic images found as follows: (B)(6) 2005 chest x-ray portable film showing fluffy infiltrates along the right heart border with increased hilar markings. Bony anatomy appears intact and normal (B)(6) 2005 cervical MRI sagittal t2 shows early desiccation of all discs save for c7. Lordosis is maintained. No clear stenosis is seen and the cord signal appears normal. Some flattening of the lordosis is seen in the upper segments. No evidence of prior surgery is seen. No axials are available. On (B)(6) 2005 thoracic MRI no stenosis is seen. Cord is not compressed. No evidence of fracture or misalignment. Discoloration is seen dorsal to the cord in the upper thoracic segments I cannot interpret. Axials show no signs of stenosis or cord compression but do not show the upper half of the thoracic spine where the dorsal area of decrease signal is seen on sagittals. On (B)(6) 2005 lumbar MRI sagittal t2 shows complete desiccation of l4 and l5 without signs of stenosis. Conus is at mid l1. Endplates bordering the l5 disc appear irregular. Disc at this level shows slight bulge in midline. Axials show some clumping of roots in the lower lumbar area consistent with arachnoiditis. On (B)(6) 2005 cervical CT bony relationships appear normal. Occiput to c1 to c2 to the subaxial cervical spine all appear ok. No cord compression is seen. C7 disc remains a bit narrowed due likely to degenerative change. Again seen is the flattening of the upper cervical spine from c6 up. On (B)(6) 2005 thoracic CT axial and sagittal reconstructions are reviewed. No evidence of fracture, hnp or stenosis is seen. Alignment is normal. On (B)(6) 2005 lumbar CT axial and sagittal reconstructions are reviewed. No evidence of fracture, hnp or stenosis is seen. Alignment is normal. On (B)(6) 2005 head CT no spinal pathology is highlighted (B)(6) 2005 lumbar spine series poor studies that are very under penetrated. They appear to show sclerosis and mild narrowing of the disc spaces at l4 and l5. On (B)(6) 2005 lumbar spine series poor studies that are very under penetrated. They appear to show sclerosis and mild narrowing of the disc spaces at l4 and l5. Possible erosion of the inferior endplate of l5 is seen. On (B)(6) 2005 lumbar spine series poor studies that are very under penetrated. They appear to show sclerosis and mild narrowing of the disc spaces at l4 and l5. Possible erosion of the inferior endplate of l5 is seen. On (B)(6) 2010 cervical spine series multiple views show same straightened cervical spine above c6. Disc spaces remain intact. There is no evidence of prior surgery. Bony relationships are maintained. On (B)(6) 2010 pelvis CT this appears to be post barium enema. Spinal architecture appears intact without stenosis. Kidneys, liver, pancreas appear ok. No clear fracture or anatomic abnormality is seen on studies.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that on (B)(6) 2005 the patient presented with the pre op diagnosis of l5-s1 lytic spondylolisthesis. The patient underwent the following procedures: l5-s1 anterior lumbar interbody fusion utilizing a carbon fiber 18 mm cougar-depuy and rhbmp-2/acs. Per the op notes, an 18 mm high cougar cylindrical cage was tamped into the disk space after obtaining an ap view as well and there was a snug fit. It had been filled with bone morphogenic protein. No patient complications were noted. Findings: degenerative disk.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.